Event description:
It was reported surgical intervention as undertaken wherein the patients lead was explanted and replaced for an unknown issue.

Event description:
Additional information indicates the lead was explanted and replaced on (B)(6) 2023 due to being fractured.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.